Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedances. A revision procedure was performed to replace the rv lead. During the revision, ablation failed to remove the complete lead and the patient was transferred for a second revision. During the second revision, a lead fracture was confirmed and the complete lead was removed. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedances. A revision procedure was performed to replace the rv lead. During the revision, ablation failed to remove the complete lead and the patient was transferred for a second revision. During the second revision, a lead fracture was confirmed and the complete lead was removed. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed anode and cathode conductor fractures, coil deformation, and lead body damage, including insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.